Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 500mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and treated with manual injection. Troubleshooting found that the cannula was bent and the tubing was kinked. Customer indicated that the infusion set and tubing may have led to the high blood glucose and a different box of sets were working fine. There was no further information provided by the customer or by troubleshooting.